Manufacturer narrative:
The customer inquired a third party for repair. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H11: it was initially reported that the unit was unable to turn on. Per good faith effort (gfe) response received 19dec2025, the reported issue was clarified to be an overvoltage protection (ovp) circuit failure. This investigation is still ongoing. H11: d4 - product UDI #.

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit was unable to turn on. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the unit was unable to turn on. The investigation is ongoing.